Manufacturer narrative:
Product analysis: the stent had moved distally on the balloon. Crimp impressions were visible on the exposed balloon surface. The inner and outer distal shafts were ripped starting at the guidewire entry port and extending 1.3cm along the shafts. Negative prep confirmed the presence of a leak. (B)(4). Event date-month and year valid only.

Event description:
It was attempted to use a resolute onyx drug eluting stent to treat a moderately calcified and tortuous lad lesion exhibiting 60% stenosis. The device was removed from its packaging, inspected and prepped with no issues noted. The lesion was pre-dilated. No resistance was encountered when advancing the device and no excessive force was used. The device passed through a previously deployed stent. It was reported that the physician positioned the stent, however, the balloon failed to inflate at 14 atm. No inflation was observed by the physician and the device was removed. The patient had no complications due to this event. No abnormalities reported in relation to anatomy. Procedure was completed with another resolute onyx (rx), same size. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.